Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder presented wear at fold in its middle and proximal end, along with a hole and a leak in its proximal end consistent with sharp instrument damage. The second cylinder exhibited wear at fold in the middle and proximal end of its body, but no leaks were identified. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within the component. Its kink resistant tubing (krt) was worn to the filament, an no leaks were noted in the pump. Based on the information available and analysis results, the reported clinical observations of cylinder fluid loss and a broken device could not be confirmed. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which cylinders fluid loss due to the device being broken was noted; therefore, all components were removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which cylinders fluid loss due to the device being broken was noted; therefore, all components were removed and replaced. No patient complications were reported.